Event description:
The patient's mother reported that the pump rebooted without user intervention each of the three times after she changed the battery. The patient's mother denied that the yellow o-ring was visible and denied any damage to the battery cap.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. No conclusion can be made at this time.